Event description:
It was reported that during a procedure at the user facility the distal tip of the navigated pedicle finder is loose and spins.. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility the distal tip of the navigated pedicle finder is loose and spins. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.